Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cable connecting the distribution node (dn) to the rear therapy electrodes was pulled from the strain relief, damaging wires in the cable. The trunk cable connector j702 on the distribution node pca was also damaged, and the electrode belt trunk cable was severed and missing. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to run incoming functional testing.